Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent signature knee arthroplasty on (B)(6), 2012. After drilling the distal femoral pins, it was noted that the pin holes were incorrectly rotated. The procedure was completed, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Supplier has completed a review of the image quality, segmentation, planning, and guide design for this case. Following the investigation, no root cause could be identified.